Event description:
It was reported by the rep that the device was used during laparoscopic abdominoperineal resection. It was reported after mobilizing colon, the surgeon placed and fired the device across rectum. The surgeon transected bowel proximal to stapler and released the device. No staples were delivered, formed or found in cartridge or pelvic cavity. There was no consequence to the patient.